Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be stretched and the formed needle was protruding through the cannula. Fluid was no able to flow through the distal top of the cannula due to the needle damage to the cannula. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, a new pod was applied.